Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3387s-40, lot# v875210, implanted: (B)(6) 2012, product type: lead.

Event description:
A health care provider (hcp) reported that during a stage one implant, the patient had some speech difficulties and contractions. The patient had moderately low threshold for speech difficulty on multiple contacts when the lead was tested using an external neurostimulator (ens). The patient also had transient paresthesias that were tolerable so the hcp stated the lead was likely not too anterior. The hcp considered the lead to be slightly lateral so the lead was removed and placed 1.5 mm medial. The lead was moved under fluoroscopic guidance. After the lead was moved, the lead was fixed and the stage one procedure was finished. The patient was alert, oriented when following commands, and taken to the recovery room in stable condition. There were no complications. The patient's indication for use is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.